Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and a tear was noted to the distal end of the subject device as the subject device was attempted to be inflated. The reported event was confirmed. The risk of the reported event is covered under the scope of the product directions for use (dfu). As there were no anomalies noted to the device prior to use it is probable that the subject device was damaged during the procedure causing it to leak. An assignable cause of procedural factors will be assigned to the reported event as the issue is associated with a product that meets design and manufacture specifications and was used in according to the dfu but due to procedural factors during use, the device performance was limited. Therefore, a cause of operational context has been assigned to the reported event

Event description:
It was reported that the balloon catheter (subject device) was deflating inside the patient at the area of the lesion. A 50/50 saline/contrast mixture and 1ml syringe were used. This occurred 2 or 3 times, despite moving the guide wire more distal. Outside of the patient, the loss of contrast mixture was noted from the tip. This issue did not have any impact on the patient and there were no reported clinical consequences to the patient.

Event description:
It was reported that the balloon catheter (subject device) was deflating inside the patient at the area of the lesion. A 50/50 saline/contrast mixture and 1ml syringe were used. This occurred 2 or 3 times, despite moving the guide wire more distal. Outside of the patient, the loss of contrast mixture was noted from the tip. This issue did not have any impact on the patient and there were no reported clinical consequences to the patient.